Event description:
The pt was implanted with the synchromed pump and catheter on 3/31/1998 for intrathecal infusion of baclofen to treat intractable spasticity due to multiple sclerosis. The pt underwent explantation of the device after the hcp diagnosed a device stall. The device was returned to the MFR for analysis. Another synchromed pump was implanted and no further adverse events have been reported.